Event description:
A scrub tech reported that there was poor vacuum during the irrigation/aspiration (I&a) portion of the cataract surgery. The case was completed by exchanging the system. The case was completed after a delay of about five minutes. No harm to the patient was reported. Additional information has been requested.

Manufacturer narrative:
A company representative examined the system and was unable to replicate the reported issue. The system was then tested and met all product specifications. A root cause has not been identified. (B)(4).